Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset multiple times the last week. The customer was able to reload a cartridge and resume insulin delivery following the resets. There was no impact to the customer's blood glucose level due to the resets. In addition, it was reported that the pump unexpectedly shut down on (B)(6) 2016. The pump was connected to a power source however it remained unresponsive. The customer's blood glucose level was 230 (mg/dl). A manual injection was delivered. It was indicated that the customer had alternate insulin therapy available.